Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed and the assignable cause was related to a manufacturing issue - extrusion defect.

Event description:
Homecare services representative sent email notification of complaint on behalf of customer who reported a black foreign object in the patient line extension to corporate product surveillance on (B)(6) 2011. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding particulate matter in the patient line extension. The hp reported that the particulate matter looked like a black flake that broken in to pieces. The hp stopped therapy and clamped off the patient line ends. The hp finished therapy that night with new supplies. The hp stated that he showed the patient line to his nurse. She advised him to call baxter. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The lot number was provided in the original report. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.